Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the right collecting drawer was full of fluid in the coulter lh 750 slidemaker analyzer. The customer stated that the liquid was clear with perhaps a hint of green/blue. Personal protective equipment (ppe) was being worn at the time of this incident. There were no injuries and no one sought medical attention, there was no exposure to skin, open wounds or mucous membranes no injury or change to patient treatment associated with this event. There were no patient results affected and there were no erroneous results reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 to address the issue. While onsite, the fse observed a leak at the pinch valve (pv17) probe rinse and a hole was found in the tubing. The fse replaced the tubing at pinch valve (pv17) and resolved the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).